Event description:
It was reported that the patient had high impedance, low output current, and pain with stimulation. The patient's device was disabled. The patient's generator was also reported to be prematurely depleting, which is reported in MFR report #1644487-2018-02345. The patient's lead and generator were replaced. The devices have not been received into livanova to date. No additional or relevant information has been received to date.